Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that she attempted to test on her aviva meter, but obtained error messages. Customer was feeling weak at the time of the readings and incapable of self-treatment; customer's husband gave the customer some peppermints. Customer felt better about 30 minutes later. Requested return of suspect device; however, meter has been discarded. Customer will return strips. Replacement was sent.